Event description:
The customer reported that during placement of the locator, the j segment broke off in the tissue tract. The deployment was discontinued and manual compression was held to achieve hemostasis. The j segment was not retrieved. The user acknowledged that an error was made in technique in that the j was deployed in the tissue tract rather than the artery.